Event description:
After venipuncture, phlebotomist was unsuccessful obtaining blood; she discarded original vacutainer tube and new one worked successfully. She did not require new venipuncture. Impression: product defect.